Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, decrease in capillary return, trauma and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear trough. Patient was injected in the "t1" and "t2" areas, but there was noticeable swelling in the "t3" area which was not injected. Prior to injection in the left eye, the patient had a noticeable fluid sack. Injection was done on the left side while staying away from the area surrounding the fluid sack. There were no issues with the left eye and noted that more product maybe required later. The right eye swelling was of concern so the patient was treated with hylase. It was noted that no risks were going to be taken considering its location on the side of the nose. After the treatment with hylase, the area was rectified and flat without the appearance of prior. Patient was allowed to leave the clinic. A couple of hours later, the patient reported having swelling again. There was also noticeable redness on that side on the right side notes, cheek and upper eyelid. Patient returned to the clinic and the redness was evident and a decrease in capillary return around nasal area. Taking no chances, the patient was again treated with hylase. Patient noted that they have sensitive skin and can go red quiet easily. Patient also had trauma and bruising evident around their right eye. Patient also had a capillary return fast and normal on all facial areas including the nose that had prior been slightly compromised. There were no white areas or blanching present. Patient was prescribed with antibiotics. Symptoms resolved the next day.